Event description:
It was reported the tibial articular surface provisional fractured. No known consequence to patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that the anterior aspect of the central post had fractured off. The device had also scratches and gouges that are indicative of wear. The device was manufactured in january of 2013 and had a field life of approximately three (3) years and ten (10) months with an unknown frequency of use. This device was manufactured before the design modification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to design error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.